Event description:
It was reported, the patient's stimulation goes off and within a few minutes comes back on a few times per day. It was noted, it did not matter what the patient did, whether they turned stimulation up or stayed still or active, it did the same thing. It was also noted, the patient stated "stimulation was showing on, regardless if they felt it was off." There were no reported falls or trauma. Impedances were normal. The patient was reprogrammed to help with pain coverage and the patient was getting good coverage and was satisfied with the therapy. Follow up reported the patient was reprogrammed and had not had a complaint of any issue since. The patient had "good coverage."

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).